Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient passed away but the physician had no details on the cause of death or date of death. The physician however, said that the death was not related to vns or to seizures. No obituary was found for the patient in a search online. A copy of the patient's death certificate cannot be obtained at this time as the death of death is unknown. An internal sudep evaluation was performed and determined to be unlikely sudep.